Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. No drug information was provided. It was reported the pump was removed due to infection.

Manufacturer narrative:
Conclusion code has been updated as conclusion code is no longer applicable to the event.

Event description:
Additional information was received from a healthcare professional (hcp). The patient experienced symptoms of fever and malaise related to the infection. It was unknown when the patient first exhibited signs of infection. There were no issues with thepump. The patient was admitted to a different facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.